Event description:
On (B)(6) 2023, it was reported by a sales representative via email that (2) ar-8737-38 hex driver shaft tips broke. This was discovered during a procedure on (B)(6) 2023. The case was completed successfully, and no patient harm was reported. Additional information received on 10/20/2023: this was discovered during a fourth metacarpal im screw procedure. Upon inserting the screw in the isthmus of the canal, both hex driver tips broke off. The screws were removed each time the driver tip broke, re-reamed, and new screws were inserted with a new ar-8737-38 hex driver.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Two unpacked ar-8737-38 serial/batch number (B)(6) were received for investigation. Visual inspection of both drivers found: driver#1 the hex tip was broken off and twisted. Driver#2 the driver hex tip was cracked and twisted. No functional testing was performed due to the damage to the devices. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.